Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the soltive laser system emergency shutoff button broke off and was hanging off by the cord. However, the laser remained functional. The issue occurred during inspection for use. There was no report of patient harm.